Event description:
It was reported that during a procedure to insert an altera cage met resistance and then a dural tear was observed and fixed intraoperatively. There are no known side effects after surgery.

Manufacturer narrative:
The device was returned for evaluation. Initial observation shows minor deformation on the distal medial tip of the instrument. This deformation can occur when the gold knob on the inserter base is excessively tightened. An exact cause of the reported issue could not be determined.